Event description:
Pt presented to cath lab for left heart cath. Pt had lesion to the mid lad artery. Physician placed a guidewire through the lesion then attempted to pass the stent through the lesion. While pulling the guide catheter back, the stent (2.50x18 cyper) came off. Stent was still on the guidewire. Physician was able to insert a balloon catheter within the stent and deploy stent proximal to the lesion. Pt tolerated the procedure well.